Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 3.5x33 xience sierra stent was implanted in the mid left anterior descending coronary artery. On (B)(6) 2019 the patient was re-admitted to the hospital with chest pain. The patient's heart medication was changed. The condition resolved on (B)(6) 2019. A myocardial scintigraphy was performed on (B)(6) 2019. The results were normal and there was no myocardial ischemia. No additional information was provided.